Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patients implantable neurostimulator recharger (insr) does not get coupling boxes that are filled in with black. The caller explained that the patient had recharged for five hours one night and could not get past 50%. They also noted that they would sometimes get two coupling boxes, and sometimes it shuts down. The caller explained that the patient was completely out of charge and the stimulation had stopped. The caller additionally explained that the patient used to sit in a chair to recharge so the equipment wouldn't get too hot, but sitting in a chair was uncomfortable so then the patient needed to sit in a recliner. The caller indicated that the antenna was damaged. Follow-up has been conducted to collect further information about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.